Manufacturer narrative:
(B)(4).

Event description:
When the device was connected to the ventricular lead, there was high frequency noise. The issue was resolved by connecting the lead to a new device.

Manufacturer narrative:
No conclusion code available. The reported field event of noise was confirmed. Functional testing of the device on the bench confirmed noise was being sensed by the device. Analysis was performed and the cause of the noise was isolated to a vring connector block anomaly.